Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu), (1306078, rev d) states warning: do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in pt upon sheath removal. Failure to remove introducer sheath from the body before peeling may result in a segment of sheath breaking and being retained in the pt. This may lead to injury. " results: without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint, a f/u report will be filed.

Event description:
(Procedure: abdominoplasty), (cathplace: unk). While pulling back the sheath of the introducer needle, part of the sheath broke off in the pt. The surgeon was able to retrieve the remainder of the sheath from the pt with no issues. Lot number and model of pump used was (B)(4). Date of event: (B)(6), 2011.